Event description:
Per the audiologist, the patient was explanted due to an infection, and reportedly not receiving benefit from the device. Pre implantation, MRI results indicated the patient did not have an eight nerve. The patient was explanted in 2009, and the patient will not be reimplanted with a new device.